Event description:
The device questionnaire states that the most distal transverse screw had been found to be broken on the immediate post-op x-ray. But surgeon decided to leave the screw as it was. Later the nail got broken at the proximal distal screw hole.